Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. DHR: a review could not be performed as the lot number was not provided.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing tubing disconnection issues. The following has been provided by the initial reporter: material no. 383537 batch no. Unknown. It was reported the tubing disconnected near infusion port where tubing is normally sealed." They did not save packaging, so they do not have a lot number. Verbatim in attachment: "tubing disconnected near infusion port where tubing is normally sealed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) has been found experiencing tubing disconnection issues. The following has been provided by the initial reporter: material no. 383537, batch no. Unknown. It was reported the tubing disconnected near infusion port where tubing is normally sealed." They did not save packaging, so they do not have a lot number. Verbatim: "tubing disconnected near infusion port where tubing is normally sealed."